Event description:
It was reported that the customer received an altitude alarm after the pump became wet. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.